Event description:
As reported, in 2008, this pt was scheduled for open repair of the infrarenal abdominal aorta with a surgical graft. However, complications arose during the procedure and the physician decided to place a gore tag thoracic endoprosthesis as a tube stent graft above the aortic bifurcation and below the renal arteries. A conduit was placed in the right common iliac artery for access and the procedure continued uneventfully. Post-operatively, the proximal part of the device partially compressed. The present saccular aneurysm is excluded and the flow lumen is patent. Further investigation is being conducted.

Manufacturer narrative:
A review of the mfg paperwork is being conducted.